Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusion screen selection screen flickering in and out on the central control monitor (ccm) after normal boot-up. There was no patient involvement and customer is doing without the ccm until repaired.

Manufacturer narrative:
Investigation in process, but not yet completed.